Event description:
It was reported that for the past 3 weeks, the orientation had not been correct. It was noted the device had moved a little in the patient¿s pocket. Whenever the patient was sitting or standing, it was saying it was in the transition setting. It was further reported that impedances were fine and the device was reprogrammed. It was noted that the patient was doing fine. It was further reported that the impedance test showed nothing was out of range. No malfunctions were seen or cause of the issue determined. Interventions included reorienting the drive and the patient was happy.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).